Event description:
It was reported that during revision, threaded tip broke off. No delay, had backup.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual examination of the returned stem impactor rod indicated that the tip which engages with the hip stem in order to fully seat it into the femur fractured. The tip fracture is most likely due to impact forces. If during impaction sufficient side loads are transferred to the tip of the stem impactor rod, a mechanical overload or fatigue fracture can occur. Additionally, if the tip is damaged due to such impact forces to the extent that it influences connection to the hip stem, there may be difficulty when trying to remove the stem impactor rod from the implanted stem and the stem impactor rod may fracture during removal. The broken portion was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.